Event description:
It was reported that "try to remove hybrid plate and screws both broke. Retractor arm will not tighten and hold position."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.